Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 10/29/2015 the medtronic representative was able to recreate the reported issue, both the surgeon and staff cart monitors were flickering. Checked cables and re-seated the cables to ensure secure connection. The medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that a site's navigation system monitor's screen was flickering. No further details regarding the issue were provided. There was no patient present when this issue was identified.